Event description:
Olympus was informed that the customer high-definition autoclavable camera head¿s ¿image disappeared temporarily¿. The image problem was found when the nurses were preparing the equipment prior to use. After that, olympus field service engineer was contacted to replace with another system for using. No death, injury or harm was reported.

Manufacturer narrative:
The device was returned to olympus service/repair center for evaluation. The customer¿s reported problem was confirmed, the image disappears when the cable unit is manipulated. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The specific root cause of the image disappearing when the cable unit is manipulated could not be determined at this time. Olympus will continue to monitor field performance for this device.